Manufacturer narrative:
Result: broken siderails, damaged footboard panels.

Event description:
It was reported by service report that the siderails were broken. It was further reported that the footboard panels were damaged. No pt involvement or adverse consequences are reported.